Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 processing module. The potassium result from (B)(6) 2024 for sid (B)(6) was 7.06, repeated 7.16. The patient went to the emergency room for monitoring on 06mar2024 and had another sample taken and analyzed via blood gas. The blood gas results were normal (no specific values provided). On (B)(6) 2024, a second sample was taken in the hospital sid (B)(6) had a potassium result of 5.59, repeated 5.65 (simple test tube (red cap)), the same sample was analyzed with lithium heparin test tube (green cap), and the results were 4.93, repeated 4.92 (normal values k 3.50-5.10). No impact to patient management was reported.

Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 processing module. The potassium result from (B)(6) 2024 for sid (B)(6) was 7.06, repeated 7.16. The patient went to the emergency room for monitoring on (B)(6) 2024 and had another sample taken and analyzed via blood gas. The blood gas results were normal (no specific values provided). On (B)(6) 2024, a second sample was taken in the hospital sid (B)(6) had a potassium result of 5.59, repeated 5.65 (simple test tube (red cap)), the same sample was analyzed with lithium heparin test tube (green cap), and the results were 4.93, repeated 4.92 (normal values k 3.50-5.10). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations. The overall performance of the ict sample diluent in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 08902un22 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the was identified.